Event description:
The customer reported a leak from the manual probe of a coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak from a loose blood sampling valve (bsv) knob. The fse tightened the knob resolving the leak. (B)(4).